Event description:
Patient had a laparoscopic tubal ligation. Malfunctioning device caused burns to colon and uterus when device became activated without foot pedal or hand device activation. It should not have been firing without that. Pt required small partial colon resection and overnight hospitalization.